Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicated that the customer experienced high blood glucose which was 500 mg/dl. The treatment was unknown. The customer declined to trouble shoot. The insulin pump will not be returned for further analysis. Frn-mmt-unkn-rsvr, unomed set.